Event description:
Additional information from the field representative that upon pocket opening the end of the connector pin had been separated. The field representative further noted that since they are a pediatric patient the lead was longer in length to account for growth. This may have lead to the lead being coiled up and likely rubbing against itself.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments, severed at 152 mm from the terminal pin. The rate sense negative conductor coil extended beyond the severed end of the tip segment by 38 mm and the high voltage cable extended by 26 mm. A portion of the lead appeared to be missing. Analysis confirmed the allegation of insulation damage as insulation abrasion was noted through to the distal high voltage cable at approximately 180 to 200 mm from the tip. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact coupled with movement. Another trilumen insulation abrasion was observed at 65 to 75 mm from the tip which did not go through to the conductor. This was also determined to be the result of lead-on-lead contact coupled with movement. Analysis noted that our medical records show this to be the only lead in the patient at the time, however based upon findings there may be an abandoned lead.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurements consistently measure at 1275 ohms, however once or twice a month it abruptly decreases to 400 ohms. Boston scientific technical services (ts) discussed possible reasons and suggested further troubleshooting. The physician noted concern over possibly insulation issues. It was noted that they were unable to recreate the change in impedance measurements and continued to monitor the patient. One year later the rv lead continued to exhibit erratic changes in impedance measurements along with oversensing of noise and increased threshold measurements. Subsequently a revision procedure was performed where the lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional analysis of the lead was performed and found the silicone boot insulation was torn around the circumference at the distal end of the terminal assembly. There was a curve in the lead boot insulation and surface abrasions which would likely line up with the header port opening. It appeared likely that this damage was due to the lead having a tight radius bend right out of the header port while implanted, which placed an extreme amount of stress on the lead in that area, causing the insulation to tear right at the distal end of the terminal assembly. Further inspection found adhesive and residual boot insulation visible on the terminal side of the tear and on the inside diameter of the boot insulation in places indicating that there was adhesive applied in the area during manufacturing, indicating this is likely not a manufacturing issue. Analysis noted that this damage may have possibly led to the allegations from the field of varying impedances shortly after implant. Analysis further noted that the other insulation abrasion may also have been a likely contributing factor to impedance issues.